Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurring alert 38 indicating a motor stall on the ilet pump, consistent with a failure to infuse associated with the motor component; the alert history showed prior occurrences, and the user performed a pump restart, a dry run up to 100 units, and a complete supply change using a 23-inch, 6 mm set, which allowed continued use. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during troubleshooting and a device problem characterized as failure to infuse involving the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.